Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's active exhalation control module was observed. The devices active exhalation control module was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported an incorrect date in field g3 as 25-jan-2020. The correct date in field g3 should be 26-jan-2021.